Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08695 inches. No unexpected insulin pump alarms noted during testing however, hardware low level alarm and insulin pump error 4 alarms are confirmed in the downloaded history file due to broken pin 6 trace at u1 on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 22.2 mmol/l. Customer stated that the insulin pump had multiple pump error alarms twice after self test. Customer did self test 3 times. Insulin pump was reset. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. The device will be returned for analysis.